Manufacturer narrative:
Other, other text: investigation completed on a smiths medical fluid warming/level 1 hotline low flow systems - hl-390. The complaint of alarm will not shut off was confirmed during powering on and filling tank. Physical condition of device revealed cracked tank cover, broken led's , worn enclosure and front cover. Missing reflux plug. No action taken as deemed beyond economic repair and age of device is deemed for scrap.

Event description:
It was reported that the alarm failed to shut off on the level 1 hotline low flow system (hl-90). No patient injury or complications were reported in relation to this event.